Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using vial surepath collection kit 500, there was a crack in the cap of the surepath vial with reagent that contained patient specimen. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary the customer complaint is for vial lifted while reading the barcode on the d-cube from item 491452 lot number 4038578. The customer stated they could not rule out a burr on the bottom of the vial or a cracked cap causing the vial to lift. A 12-month complaint review for the defect mode of cracked cap, defective vial, and vial lift was performed and identified previous complaints for the item number but not the lot number. Complaints are trended at the mebane, nc facility and trigger levels have not been met. Therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. Material 491452 is produced at the bd mebane, nc facility on an automated vial filling manufacturing line. A total of (B)(4) vials were leak tested in a vacuum chamber during in-process testing of the lot and identified 0 defects for leaks and cracked caps. The review of the manufacturing DHR for the lot number identified that it was complete and accurate with no indication of abnormal activities during manufacturing. Additionally, a final qc inspection was performed and passed all acceptance criteria. A visual retain analysis was performed on one clamshell ((B)(4) vials) from item 491452 lot 4038578. The complaint mode was not identified during retain analysis. No samples or pictures were returned to the bd mebane location; therefore, no sample analysis could be performed. The complaint is not confirmed.

Event description:
It was reported while using vial surepath collection kit 500, there was a crack in the cap of the surepath vial with reagent that contained patient specimen. No adverse impact was reported regarding the patient or user.